Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.

Manufacturer narrative:
A case of patient had hip surgery a little over a week ago and failed to put the generator in surgery mode was reported to abbott. The rep tried to connect and also tried to reset the generator all attempts failed. Patient would like to have the battery replaced. The patient's ipg was replaced on (B)(6) 2023, and therapy was restored. No explanted product is being returned; hospital retained explanted ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported the patients ipg became inoperable following an unrelated surgery. No intervention is planned at this time. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post-operatively.